Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date are unknown since the serial number was unknown.

Event description:
Related manufacturing reference number: 2017865-2022-02555. It was reported that the pacemaker exhibited loss of capture. The patient expressed feeling discomfort. It was unclear whether the issue was due to the right atrial lead or pacemaker. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the pacemaker was explanted and replaced. There were no patient consequences.